Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and noise was not reproduced. X-ray imaging was performed and revealed no anomalies. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
Additional information was received indicating the ra lead was explanted and replaced to resolve the event. The patient was stable.